Manufacturer narrative:
(B)(4). The insulin pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, serial number label faded, end cap address label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was cracked on the battery compartment. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump was returned for analysis.